Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 29-jan-2020, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an end of service (eos) battery replacement, a lead was noted to have a high impedance issue that was observed on the day of surgery. Elevated impedance values were measured on electrodes 0, 3, 4, and 6, with readings between 10,000 and 30,000. No other stimulation issues were reported. Troubleshooting was performed by cleaning and re placing the lead and then retesting; the issue remained ongoing and the cause was not known. The patient was reported alive with no injury. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.